Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged avascular necrosis, which required total hip arthroplasty, could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by department of orthopaedic surgery, (B)(6) hospital, (B)(6) university college of medicine, (B)(6). The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures,' published on (B)(6) 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes analysis of the clinical data that was collected on 121 patients, and the cases in this study range from (B)(6) 2010 to (B)(6) 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 3 patients experienced avascular necrosis (avn) of femoral head, which required total hip arthroplasty. The report states, ¿among 56 patients without posterior fully threaded screws, a total of 11 patients were excluded: 5 patients with follow-up duration less than 1 year, 4 patients who underwent total hip arthroplasty for avascular necrosis of the femoral head (3 patients) and nonunion (1 patient).¿